Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential hematoma. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6b: explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device was placed at the end of the procedure, everything looked fine, no bleeding or much track ooze. The patient later developed a hematoma. There was no blood loss. The procedure taking place for patient was hemorrhagic stent. The patient's pre-procedural condition was a stroke. Due to the hematoma, the patient was admitted, watched and uncomfortable. Additional information was received on 24jan2025: approximately twenty minutes after hemostasis was achieved the hematoma was noted. Distal pulses checked, signs of blood loss, hypothermic, received two units of blood. The next morning, the patient was tender and sore, bruising however, no pain. Patient was stable.